Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubie pocket failed and unable to recover. The user attempted to recover pocket and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer 6 failed and off the bus due to a defective drawer and interface controller. A field service engineer (fse) replaced the drawer and interface controller. Further the fse found that the rowboard cable header was sloppy and it was replaced. The retractor band was also replaced due to a poor connection, and the drawer was reconfigured. The system functioned as intended after the field service engineer repaired the device.